Event description:
Pt approx 5 years status post anterior corpectomy with plating (not a synthes device), vbr cage at l2-l4 (not a synthes device) and clickx construct (posterior l2-l4) returned to surgeon complaining of pain. X-rays taken on an unk date showed 4 broken pedicle screws. Pt was returned to operating room on (B)(6) 2012 for removal and revision. Surgeon removed 4 screws with heads, 4 caps, 2 rods and 1 transconnector. The surgeon was unable to retrieve 1 screw fragment on each side of the construct which remain implanted. Pt was revised to depuy product levels l1-l5 or s1 anterior. Pt was also revised to another competitor product plif at levels l4-l5, l5-s1. Vbr cage (anterior) remained implanted. Hospital will retain explanted hardware. This is the 4th of 4 reports submitted on this event.

Manufacturer narrative:
Investigation is ongoing; no conclusion could be drawn as no device was returned or part number or lot number provided.

Manufacturer narrative:
Device used for treatment, not diagnosis. Additional product codes nkb, mnh, kwp, kwq. No concomitant devices used.

Event description:
During surgery, bone graphed used was allow graph and grafton gel. Patient received three month restrictions. This is report 4 of 4 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.